Event description:
According to the initial reporter "I just be became aware of an ivc filter that apparently only opened 3 of the legs and not all 4. They had to retrieve it and use another one. Patient is ok."